Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump did not getting a correct insulin and the blood glucose did not came down. Something going on with the insulin pump. Customer saw the lower the carb ratio and it worked a day and now did not working. Customer stated did not wear sensor with insulin pump and did not remember the date of the blood glucose high and low. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.